Manufacturer narrative:
Device received with blank display and constant tone. Isolated to the motherboard. Unable to verify low battery alarm due to blank display. On visual inspection found loose component motherboard. Battery cap function properly. No damage/crack at battery cap. No cosmetic damage noted.

Event description:
Customer's mother reported via phone call that the device was going through batteries quicker than usual. Customer's blood glucose was unknown. Customer mentioned the battery cap was damaged. Battery cap had been replaced but the issue remained. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.